Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C18718) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), pruritus ("bones itching / itching skin"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), irritable bowel syndrome ("ibs symptoms"), nausea ("nausea"), anxiety ("anxiety worsened"), attention deficit hyperactivity disorder ("adhd worsened"), urticaria ("hives"), vaginal discharge ("vaginal discharge"), dry eye ("dry eye"), vitreous floaters ("floaters glare in vision"), arthralgia ("joint pain"), the first episode of myalgia ("muscle pain"), food allergy ("developed hives after eating walnut"), acne ("acne"), perioral dermatitis ("perioral dermatitis"), pollakiuria ("frequent urination"), nephrolithiasis ("kidney stones"), vomiting ("vomiting"), back pain ("pain would even radiate down lower back "), pain in extremity ("leg pain"), eye pruritus ("eyes would itch"), diarrhoea ("diarrhea"), abdominal distension ("bloating"), hyperhidrosis ("sweating"), crying ("crying"), neck pain ("neck pain"), musculoskeletal pain ("soulder pain"), the second episode of myalgia ("muscle pain"), headache ("headache"), feeling abnormal ("brain fog"), memory impairment ("memory issues"), rash ("skin rashes"), insomnia ("insomnia / sleep issues"), night sweats ("night sweats") and urinary tract infection ("uti") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, irritable bowel syndrome, arthralgia, diarrhoea, abdominal distension, hyperhidrosis, feeling abnormal, memory impairment, insomnia and night sweats had resolved, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, nausea, anxiety, attention deficit hyperactivity disorder, vaginal discharge, dry eye, vitreous floaters, weight increased, acne, perioral dermatitis, pollakiuria, nephrolithiasis, vomiting, back pain, pain in extremity, eye pruritus, crying, musculoskeletal pain and urinary tract infection outcome was unknown and the pruritus, urticaria, food allergy, neck pain, the last episode of myalgia, headache and rash was resolving. The reporter considered abdominal distension, acne, anxiety, arthralgia, attention deficit hyperactivity disorder, back pain, crying, diarrhoea, dry eye, dysmenorrhoea, dyspareunia, eye pruritus, fatigue, feeling abnormal, food allergy, headache, hyperhidrosis, insomnia, irritable bowel syndrome, memory impairment, menorrhagia, musculoskeletal pain, nausea, neck pain, nephrolithiasis, night sweats, pain in extremity, pelvic pain, perioral dermatitis, pollakiuria, pruritus, rash, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vitreous floaters, vomiting, weight increased, the first episode of myalgia and the second episode of myalgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Lot number: c18718, manufacturing date: 2014-02-05, expiration date: 2017-02-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: pfs received- new events uti was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C18718) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), pruritus ("bones itching / itching skin"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), irritable bowel syndrome ("ibs symptoms"), nausea ("nausea"), anxiety ("anxiety worsened"), attention deficit/hyperactivity disorder ("adhd worsened"), urticaria ("hives"), vaginal discharge ("vaginal discharge"), dry eye ("dry eye"), vitreous floaters ("floaters glare in vision"), arthralgia ("joint pain"), the first episode of myalgia ("muscle pain"), food allergy ("developed hives after eating walnut"), acne ("acne"), perioral dermatitis ("perioral dermatitis"), pollakiuria ("frequent urination"), nephrolithiasis ("kidney stones"), vomiting ("vomiting"), back pain ("pain would even radiate down lower back "), pain in extremity ("leg pain"), eye pruritus ("eyes would itch"), diarrhoea ("diarrhea"), abdominal distension ("bloating"), hyperhidrosis ("sweating"), crying ("crying"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), the second episode of myalgia ("muscle pain"), headache ("headache"), feeling abnormal ("brain fog"), memory impairment ("memory issues"), rash ("skin rashes"), insomnia ("insomnia / sleep issues") and night sweats ("night sweats") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, irritable bowel syndrome, arthralgia, diarrhoea, abdominal distension, hyperhidrosis, feeling abnormal, memory impairment, insomnia and night sweats had resolved, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, nausea, anxiety, attention deficit/hyperactivity disorder, vaginal discharge, dry eye, vitreous floaters, weight increased, acne, perioral dermatitis, pollakiuria, nephrolithiasis, vomiting, back pain, pain in extremity, eye pruritus, crying and musculoskeletal pain outcome was unknown and the pruritus, urticaria, food allergy, neck pain, the last episode of myalgia, headache and rash was resolving. The reporter considered abdominal distension, acne, anxiety, arthralgia, attention deficit/hyperactivity disorder, back pain, crying, diarrhoea, dry eye, dysmenorrhoea, dyspareunia, eye pruritus, fatigue, feeling abnormal, food allergy, headache, hyperhidrosis, insomnia, irritable bowel syndrome, memory impairment, menorrhagia, musculoskeletal pain, nausea, neck pain, nephrolithiasis, night sweats, pain in extremity, pelvic pain, perioral dermatitis, pollakiuria, pruritus, rash, urticaria, vaginal discharge, vaginal haemorrhage, vitreous floaters, vomiting, weight increased, the first episode of myalgia and the second episode of myalgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Lot number: c18718 manufacturing date: 2014-02-05 expiration date: 2017-02-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc, due to internal review case becomes valid. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C18718) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), pruritus ("bones itching / itching skin"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), irritable bowel syndrome ("ibs symptoms"), nausea ("nausea"), anxiety ("anxiety worsened"), attention deficit/ hyperactivity disorder ("adhd worsened"), urticaria ("hives"), vaginal discharge ("vaginal discharge"), dry eye ("dry eye"), vitreous floaters ("floaters glare in vision"), arthralgia ("joint pain"), the first episode of myalgia ("muscle pain"), food allergy ("developed hives after eating walnut"), acne ("acne"), perioral dermatitis ("perioral dermatitis"), pollakiuria ("frequent urination"), nephrolithiasis ("kidney stones"), vomiting ("vomiting"), back pain ("pain would even radiate down lower back"), pain in extremity ("leg pain"), eye pruritus ("eyes would itch"), diarrhoea ("diarrhea"), abdominal distension ("bloating"), hyperhidrosis ("sweating"), crying ("crying"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), the second episode of myalgia ("muscle pain"), headache ("headache"), feeling abnormal ("brain fog"), memory impairment ("memory issues"), rash ("skin rashes"), insomnia ("insomnia / sleep issues") and night sweats ("night sweats") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, irritable bowel syndrome, arthralgia, diarrhoea, abdominal distension, hyperhidrosis, feeling abnormal, memory impairment, insomnia and night sweats had resolved, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, nausea, anxiety, attention deficit/ hyperactivity disorder, vaginal discharge, dry eye, vitreous floaters, weight increased, acne, perioral dermatitis, pollakiuria, nephrolithiasis, vomiting, back pain, pain in extremity, eye pruritus, crying and musculoskeletal pain outcome was unknown and the pruritus, urticaria, food allergy, neck pain, the last episode of myalgia, headache and rash was resolving. The reporter considered abdominal distension, acne, anxiety, arthralgia, attention deficit/ hyperactivity disorder, back pain, crying, diarrhoea, dry eye, dysmenorrhoea, dyspareunia, eye pruritus, fatigue, feeling abnormal, food allergy, headache, hyperhidrosis, insomnia, irritable bowel syndrome, memory impairment, menorrhagia, musculoskeletal pain, nausea, neck pain, nephrolithiasis, night sweats, pain in extremity, pelvic pain, perioral dermatitis, pollakiuria, pruritus, rash, urticaria, vaginal discharge, vaginal haemorrhage, vitreous floaters, vomiting, weight increased, the first episode of myalgia and the second episode of myalgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 05-mar-2020: pfa and mr received: case become incident. Event injury nos removed and events: abnormal bleeding (vaginal, menorrhagia), bones itching, frequent urination, dysmenorrhea (cramping), dyspareunia, fatigue, ibs symptoms, pain, nausea, anxiety worsened, adhd worsened, hives, itching skin, vaginal discharge, dry eye, floaters glare in vision, weight gain, food allergy, perioral dermatitis, acne, kidney stones, back pain, leg pain, joint pain, vomiting, diarrhea, bloating, crying, sweating, brain fog, muscle pain, pelvic pain, headaches, neck pain, memory issue, insomnia, night sweats were added. Reporters, lab data were added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.